Manufacturer narrative:
(B)(4). The results of the investigation are as follows: -review of the most recent repair record determined the unit was found to not produce a complete mesh; however, the repair was not completed because the cutter was sent back unrepaired with notification that the cutters should be evaluated and to contact their sales representative if a replacement was needed. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00618 0001526350 - 2022 - 00481

Event description:
It was reported that during the allograft process it was noted that gears are worn, incomplete mesh was created, and roller gear is broken. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. During investigation, the cutter was found to not produce a complete mesh. It was reported that no further information is available.